Manufacturer narrative:
Examination of the returned products was unable to confirm the reported event. A complaint database search did not identify a trend for this product code in regards to the reported event. Review of the dhrs did not reveal any anomalies, in regards to the reported event. Review of the attached x-rays with warsaw base business concluded the implants appeared to be well positioned and balanced. No other observations could be noted. It was unable to confirm the reported loosening. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was symptomatic with pain and instability. On revision, the femoral component was loose.